Manufacturer narrative:
Richard wolf medical instruments corporation considers this complaint and MDR open. - the user facility will be contacted again in an effort to collect the device and missing information. Rwmic's follow-up report to FDA is pending user facilities response. - the manufacturer will also be contacted again in an effort to collect missing information. Rwmic's follow-up report to FDA is pending manufacturers response. Labeling information will be provided after the insufflator is evaluated.

Event description:
Description of the problem as reported by independent MFR's agent for rwmic. Information was provided in an email dated (B)(6) 2018: on (B)(6) 2018: "(B)(6) needs to have an insufflator repaired and receive a loaner. Item 2235601, sn (B)(4). Unit shut off in the middle of a procedure. No patient injury but there could have been an injury." On (B)(6) 2018: rwmic asked if the procedure was completed, if the patient was injured, and was the patient under general anesthesia. Agent replied " they did complete the procedure after the unit reset a couple of times (rebooted itself), no patient injury, and yes, general anesthesia. User facility was asked the following questions, answers were provided on june 25, 2018: was the device being used during a procedure when the issue occurred? Yes. Specifically, was the device being used on a patient when the issue occurred? Yes. Was there any injury or illness to patient or other personnel due to issue? No. Did the issue cause a delay in the procedure being performed that put the patient at risk? Yes. Was there a similar back-up device available for use? No. Was the scheduled procedure completed? Yes. How was the patient anesthetized? General, local, unknown, not applicable? General. User facility will return the device to rwmic for repair. Insufflator 2235601, serial number (B)(4) has not been received as of 07/19/2018.

Event description:
Follow up # 2 to report new information to FDA.

Manufacturer narrative:
The following fields contain new or changed information: b5, f7, f8, f9, f11, f13, g7, h2, h4, h10. Richard wolf medical instruments corporation (rwmic) considers this case closed. In the event that rwmic receives additional information a follow up report will be submitted to the FDA.

Event description:
The user facility returned the device to (B)(4) corporation ((B)(4)) on (B)(6) 2018, and the evaluation was completed by richard wolf gmbh (manufacturer) on january 15, 2019. The device appeared to be used. The reported condition could not be verified using functional and electrical testing. No failures were found and all tests were successfully conducted. The root cause may have been user error. The device was returned to the user facility without repair. A manufacturing defect was not identified.

Manufacturer narrative:
The user facility was contacted in an effort to collect additional information, but no information could be provided. Device labeling was reviewed for patient code and device codes: patient code: not applicable, no patient problem was reported. Device code: IFU was reviewed: caution: in case of therapeutic applications an adequate backup device with the same capabilities must be available should the device fail. At pressure values > 45 mmhg for more than 5 s, the device shuts down. In the case of a power failure (< 30 s), the selected modes of operation are saved (and remain active). After reestablishing the power supply, you may continue with the setting previously selected. The manufacturer will be contacted to collect missing information. (B)(4) this case open, a follow up report will be submitted upon receipt of additional information.